Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - alm prx 6401. During inspection it was found the closing handle on the access covers to the lamp holder was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - alm prx 6401. During inspection it was found the closing handle on the access covers to the lamp holder was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. The plastic washer at the lamp cover was deteriorated due to aging or after disassembly of the top cover knob. This failure allowed the knob to dislodge from its position. The maintenance program in the technical manual includes the following point: - check that the lamp cover opens and closes correctly, - the locking knob assembly (with washers) is available in spare parts list. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.